Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was caused by age-related deterioration or by excessive force/accumulated stress. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor's channel needed replacement (connecting tube could not be connected to the channel connector in the reprocessing basin). The issue occurred in reprocessing. There were no reports of patient involvement.